Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (air) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported air embolism could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two mitraclips (70905u163, 71027u246) are filed under separate medwatch report numbers.

Event description:
This is filed to report air noted during use with clip delivery system (cds 70828u115). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first cds (70828u115) was advanced to the left atrium; however, while dropping the grippers, there were more micro bubbles present than expected. The cds was removed and replaced. The next cds (70905u163) was advanced to the mitral valve and the clip was deployed. The final cds (71027u246) was advanced to the mitral valve. Grasping was performed. While establishing gripper line removability, it was note that the gripper line felt tight. Deployment was continued. After 6 inches of the gripper line was removed, it was observed that the clip changed orientation on the valve. It was then found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and a new flail was present. The gripper line continued to be removed; however, the clip detached from the anterior leaflet (complete clip detachment/ccd). The cds was pulled into the guide, and the clip was retracted with the gripper line, but could not be retracted into the mouth of the guide. The system was retracted to the right atrium. The first implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. The devices were left in the anatomy and the patient was sent to mitral valve replacement surgery. On (B)(6) 2018, the patient died. No additional information was provided.